Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included urinary frequency, vaginitis, bleeding intermenstrual, stress incontinence, vaginal irritation, uterine bleeding, adenomyosis, multiparous and multi gravida (dates of live births: 08dec1999; 08jun2005). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient was found to have weight increased ("weight gain"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced incontinence ("bladder problems/incontinence") and pollakiuria ("urinary problems or changes/urine frequency"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent endometrial ablation on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia and vaginal haemorrhage had resolved, the menorrhagia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, incontinence, pollakiuria and weight increased outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, pollakiuria, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 195 lbs. On an unspecified date, the patient underwent tubal ligation. On (B)(6) 2009 (as per mr) it was reported as possible pid. Patient had another pregnancy episode captured under case (B)(4). Lot number l2138 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. Events: bladder problems to incontinence and urinary problems or changes to urine frequency .new event - plaintiff did not undergo essure confirmation test was added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), pregnancy with contraceptive device ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. L2138- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary frequency, vaginitis, bleeding intermenstrual, stress incontinence, vaginal irritation, uterine bleeding and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent endometrial ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved, the pregnancy with contraceptive device, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 195 lbs. On (B)(6) 2009 in mr it was reported as possible pid patient experience another pregnancy episode which captured under case (B)(4). Lot number l2138 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), pregnancy with contraceptive device ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included urinary frequency, vaginitis, bleeding intermenstrual, stress incontinence, vaginal irritation, uterine bleeding and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent endometrial ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved, the pregnancy with contraceptive device, genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. On (B)(6) 2009 in mr it was reported as possible pid patient experience another pregnancy episode which captured under case 2019-092958 . Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received- previously reported event "injury to herself" replaced with "pelvic pain", events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, abdominal pain, pregnancy (termination), device ineffective", lot number, medical history, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.